Event description:
A representative reported that during a follow-up procedure approximately 45 days after a LOBO-9 deployment for a splenic artery embolization, the physician observed significant migration of the device from its original placement. The device had initially been deployed successfully in a ~7.5 mm splenic artery with satisfactory immediate results. No patient adverse events or intervention were reported in association with the device migration.

Manufacturer narrative:
No injury was associated with the reported incident, and no medical intervention was required. During a follow-up procedure approximately 45 days after a LOBO-9 deployment for a splenic artery embolization, the physician observed significant migration of the device from its original placement. The device had initially been deployed successfully in a ~7.5 mm splenic artery with satisfactory immediate results.The device remains implanted in the patient and a lot number was not provided; therefore, a device investigation could not be conducted.